Manufacturer narrative:
The investigation into the low pump flow and the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the low pump flow issue was biomaterial, and the root cause of the access site bleeding was most likely anticoagulation management related as patient had high act values.

Event description:
The user facility reported a (B)(6) male with 99% diffused disease in the left anterior descending artery was implanted with an impella cp for circulatory support. There was significant bleeding on peel-away sheath hemostatic valve. Two units of blood product given. Low pump flow and suction alarms occurred. Imaging showed that impella was under a papillary muscle. During repositioning attempts, impella cp dislodged out of ventricle. The impella cp was removed. There appeared to be clot within the impella outlet cage. A new impella cp was successfully placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident.